Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds) was selected for use. After transseptal puncture (tsp), with an active clotting time (act) of 206, the physician noted that the watchman trusteer sheath would not aspirate during the exchange of the pigtail catheter for the wds. The physician suspected the presence of a clot within the sheath. The trusteer sheath was withdrawn into the right atrium and subsequently removed from the patient's body. Upon inspection, a clot was confirmed within the sheath, but at no point during the procedure was a clot visualized on transesophageal echocardiography (tee) or on electrocardiogram (EKG) monitoring. Out of an abundance of caution, the stroke team was consulted while the patient remained intubated, and the patient was sent for a cerebral angiogram for further evaluation. Imaging showed no evidence of a stroke. Ther patient had no adverse symptoms and was discharged home. The procedure will be reattempted in august.